Event description:
When the contaminated gel port was removed from the abdomen, the small green ring (that braces the port against the abdominal cavity) tore from the plastic that connects it to the gel port. The attending surgeon confirmed both pieces of the gel port were removed from the abdomen.